Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse noted the air line had water in it, which compromised the internal pneumatics including the air inlet transducer resulting in the replacement of the gas delivery engine (gde). Having met product specification, the device was returned to the customer by the fse. At this time, carefusion failure analysis laboratory has not received the suspect gde for evaluation.

Event description:
The customer reported that this avea ventilator has an audible internal gas leak. The customer also reported that the air inlet pressure monitor reading displays asterisks. No reported patient involvement reported with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was cycled on in a unit under test (uut) and the air inlet monitor displayed asterisks. Physical and visual inspection revealed water residue on the air pressure transducer assembly and the air regulator . The gde was also checked for system leaks , which were not confirmed. At this time only one of the reported events was duplicated the root cause of the reported issue was due to water damage. This issue will be internally investigated within carefusion.